Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and reservoir tube lip and lcd display window. The device was received with minor scratches on display window.

Event description:
It was reported that there is damage to the insulin pump. The customer stated that the insulin pump has multiple scratches on the (led) screen. The blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.